Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that following bilateral lasik surgery, the corneal flap was noted to be thicker than planned, in both eyes. The planned thickness was 110 microns. Approximately one month later, the flap was measured under oct and was found to be thicker. In a follow up, the physician reported that the patient had no complaints and had good visual acuity. No further information is expected. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Company representatives were onsite; they re-flashed controller firmware and recalibrated the system to improve the flap optical offset. The system was tested and verified to meet specifications prior to departure. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the controller firmware (B)(4).